Manufacturer narrative:
Updated blocks: d4, h3, h4 and h6. The field service representative (fsr) could not verify the reported complaint. The occluder module, flow module, and level module that were experiencing issues were all connected to the same network interface card (nic) board. He replaced the nic board. The unit operated to the manufacturer's specifications. The suspect device will be returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed via the log review, but no product deficiency could be identified. Per data log review: on (B)(6) 2021 the occluder was calibrated at 07:02:22am. 07:03:09 occluder was set to full open for four seconds. 07:03:24 occluder was set to full open for four seconds. 07:03:49 occluder was set to full open for eight seconds. 07:04:04 occluder set to full open until 07:16:52. 07:16:59 occluder set to full open until 10:05:51. 10:21:08 occluder set to full open until 10:43:57. 11:17:38 occluder set to full open until the perfusion screen was exited at 12:22:44pm. There are several instances where the user set the occluder to a full open. This does not cause an alert but will cause a status message 'ven occl: open'. It is normal for the open message to occur and is not an indication of an issue. The log confirms the occluder open message occurred, and there are no occluder alerts in the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) did not observe the reported complaint. The pst connected the network interface card (nic) to a lab use only (luo) heart lung machine (hlm) and channels 1-12 were tested for connectivity and passed. The pst did not observe any messages to indicate an error.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'venous occluder open' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the incident the team had with the heart lung machine (hlm) during a cpb procedure on (B)(6) 2021. The team received a 'venous occluder open' alert message on the messaging area of the ccm. The team did check connections to the occluder module and additionally confirmed that the flow module indication was green. There was no concern about functionality of the occluder and the occluder was performing as expected. The concern was around the messaging. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.